Event description:
It was reported that at the start of what would have been an av node ablation and pacemaker (miera) implant case, a patient death occurred. The blood pressure began to drop on the patient, so the physician requested to use an acunav catheter to check the pericardial space. The physician then confirmed the miera, and sheath perforated the rv apex. A cardiac surgeon was called and during this time the patient went into cardiac tamponade. A pericardiocentesis was started and then the surgeon put in a pericardial window to help drain. Unfortunately, the patient died on the way to the operating room. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).